Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found that the re cable lumen was abraded on the inside the proximal end of the s-curve region. An internal abrasion was noted at 81.3 cm to 81.6 cm from the connector pin. The abrasion breached the inner lumen which exposed the inner coil. This resulted in the reported loss of capture.

Event description:
It was reported that the patient had experienced decompensated heart failure which was contributed to a loss of capture on the left ventricular lead. Fluoroscopic imaging was performed and the lead was found to have dislodged. The lead was explanted and replaced.